Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as itchy and red on back. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed an ointment for the rash. Follow up indicated that the rash improved.